Event description:
It was reported that the patient came into the emergency room and indicated that they had been feeling dizzy for the last ten days off and on and had passed out that day. The right ventricular (rv) lead had a loss of capture, the lead was tested and an issue with the lead insulation was suspected. The rv lead was capped. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.